Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included injection of cefepime (1gm, loading dose, route not reported). The outcome of peritonitis was not reported. At the time of the report, the patient was still hospitalized. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.